Event description:
It was reported that the clip applier cartridge, model ca040 was used in a laparoscopic cholecystectomy. The pt was released from the hospital following the procedure without any complications. The following day the pt was readmitted after complaining of feeling sick and having a distended abdomen. The pt was re-opened and 4 liters of bile drained. The clips had fallen off the cystic duct. The pt was kept in the hospital for another two weeks and released without further complications.